Event description:
Additional information was received from the patient. They reported that the previously reported issues were first observed (B)(6) 2020. When asked what the cause of the poor communication screen was, they replied the controller was lost, and that the controller was replaced when it was found to be missing, which resolved the issue. When asked what the cause of the low ins battery screen was, the patient replied that it was an old battery implanted about five years ago. When asked what the cause of the patient programmer toggling between screens was, they replied their controller had been missing, and replacing the controller resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient called needing assistance with turning stimulation off for a brain scan. They were receiving poor communication with the antenna and were unable to try without the antenna. They mentioned they were in a lead room. Later on the call they mentioned receiving a different screen on their patient programmer, not poor communication, but said their battery should be completely full because they had been implanted the day prior. No patient symptoms were reported. The patient called back and repeated the same information. They said they had just replaced the batteries and the screen came up. When they synced with the implant, they received the ins low battery screen, it toggled between this screen and poor communication. They were unable to confirm stimulation was off. They were going to contact their healthcare provider to make arrangements to have a rep come and check the status. No patient symptoms were reported. No further complications were reported or anticipated.